Manufacturer narrative:
(B)(4). Date of birth - unknown date in (B)(6). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05236, 0001825034-2017-05237.

Event description:
It was reported a patient experienced a superficial skin infection 12 days post-implant of a total hip. The skin infection was reported to be unrelated to the devices, but related to the initial procedure. The patient was treated with medication and the superficial skin infection was reported to be resolved nine days after onset.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.